Event description:
The pt was reportedly experiencing intermittencies. Programming adjustments and exchange of external equipment was attempted. Device testing revealed abnormal results. Advanced bionics is currently in the process of gathering more info. Once more info is obtained, a supplemental report will be submitted.